Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the casters missing rubber breaking piece. The tech replaced the brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the brakes are not locking/brakes not holding. The bed was located at a hill-rom service center not in use. There was no pt/user injury reported. (B)(4).